Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results of 320, 259, 173 and 208 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. Product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/20/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).